Event description:
It was reported that there was a leak from the patient line of the cassette during fill one of four of peritoneal dialysis therapy. It is unknown if the patient was connected. The technical service representative assisted the patient in ending therapy. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.